Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepared in the usual fashion including negative suction. The iab remained in the tray until just before insertion. The iab was advanced into the sheath and seemed to hang up as the iab exited the sheath. The iab was removed from the sheath, and another iab was prepared. The second iab was a 30cc iab. The 30cc iab was inserted through the original sheath at the original insertion site. There were no patient complications.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.